Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
The device was inspected on-site, where the reported issue was confirmed. During troubleshooting, the expiratory channel printed circuit board (pcb) was replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The provided device logs confirm the generation of both the respiratory rate alarm and the technical alarm for safety valve failure. Additionally, it was observed that several pre-use check tests had failed. The expiratory channel pcb contains electronics, including a microprocessor, responsible for handling expiratory flow measurements. It also manages all electronic connections to and from the expiratory cassette, controls the expiratory and safety valves, and monitors temperature. A defective expiratory channel pcb may lead to stop of ventilation. The expiratory channel pcb was returned for further investigation. A visual inspection of the returned pcb revealed no abnormalities. The pcb was then placed into a reference ventilator for simulated use testing. During this testing, the reported issue was directly noticed as the safety valve started to click up and down during startup. When performing a pre-use check, the device failed several tests such as internal leakage test, pressure transducer test, safety valve test, and flow transducer test. During ventilation, the reported technical error code indicating a safety valve failure showed up. Further component analysis was conducted. During this analysis, deviations in resistance values were identified in the circuit responsible for controlling and detecting the safety valve. Several resistors showed resistance values outside the expected range, indicating a potential component failure on the pcb. However, it was not possible to pinpoint the exact component responsible beyond the observed resistor anomalies. Based on these findings, the conclusion is that the device failed to meet its specifications, and that the expiratory channel pcb was the most likely cause of the issue due to a suspected component failure on the board.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated an alarm indicating low respiratory rate. Moreover, ventilator generated a technical error code indicating an open safety valve. There was no patient harm reported. Manufacturer's ref. #: (B)(4).